Manufacturer narrative:
The device history record of reported lot number: 4142990 were reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the device does not diffuse the product due to occlusion. There was patient involvement, but no patient harm.